Event description:
During review of the event history, a colleague infusion pump was found to have experienced a failure code 810:15. This condition has the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury or medical intervention is reported in regards to this occurrence. No additional information is currently available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty pumphead module. To correct the condition, the pumphead module was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.